Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was presented that a patient presented remotely with inappropriate automatic mode switch (ams) episodes. This was due to right ventricular lead noise. No other issues with impedance and thresholds were observed. Patient would continue to be monitored. No patient consequences reported.